Event description:
It was reported that the user experienced hyperglycemia and stated the pump was not producing insulin, with no pump notifications present; troubleshooting included disconnecting tubing, performing a fill tubing with observed insulin drops, removal of the infusion set with a straight cannula noted, replacement of the cartridge and infusion set, and a guided full set change after the user had accidentally discarded the connector, after which insulin delivery resumed. Symptoms included elevated blood glucose readings up to 383 mg/dl without reported ketones or other adverse effects. Outcomes included gradual improvement of blood glucose to 254 mg/dl following restoration of infusion and user monitoring. Investigation included customer-guided functional checks, verification of insulin flow through the tubing, site assessment, and replacement of disposable components. Investigation of this case revealed no device alarms and restoration of therapy after replacement of user-handled disposables, which is consistent with an unclear cause related to infusion pathway or connection integrity prior to the set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.